Event description:
It was reported that during a video assisted oophorectomy procedure, when the surgeon tried to puncture the second trocar, the dissector was used to hold up the peritonea with the distal end opened as the patient's peritonea was apt to stretch. When the tip of trocar was emerged from the peritonea at the point between opened jaws of dissector, the tip of dissector was broken off and fell into small bowl area. As it was difficult to seek for the broken piece, the surgeon made a small incision (about 6-7cm). Surgeon found the broken piece and confirmed that there was no missing debris, finally he finished the procedure. The patient has been discharged from the hospital.

Manufacturer narrative:
Information anticipated, but unavailable at this time.